Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that while in the unipolar configuration, both atrial and ventricular lead impedances were <300 ohms. When the leads tested normal via an analyzer, the pulse generator was replaced.